Event description:
It was reported that a device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the handpieces was damage upon removal from the generator. There was no consequence to patient.